Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power. It was noted that the battery compartment was cracked and the battery cap did not tighten securely to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/07/2016 with the following findings: there were multiple pump reboot events observed in the pump's black box. The pump was returned with a crack in the battery compartment along the side. The threads on the battery cap were stripped and the cap was unable to secure to the pump. A test cap was able to secure to the pump and was used for a 24 hour duration test. The display screen was dim and discolored.